Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced seizures and lost consciousness while using a different sensor (documented in (B)(4). Paramedics were called, but the patient declined hospital transport. The sensor referenced in (B)(4) was removed, and a new sensor was inserted (reported in this complaint). Although not explicitly documented, it was understood that the patient had recovered and was stable when the paramedics left. Later that same day, after the paramedics had departed, the patient¿s condition worsened. No cgm or blood glucose readings were reported during this event; however, the patient alleged that any readings would have been inaccurate. The patient developed a headache, was not fully conscious, and continued to feel unwell. His wife called an ambulance for the second time, and at approximately 9:00 pm, the patient was transported to the ER. The patient remained at the first hospital for a few hours before being transferred to another facility. The sensor was removed, and a fingerstick test was performed, though the patient could not recall the result. Treatment included intravenous glucose; the patient was unsure if additional medications were administered. He was discharged after a two-day hospital stay. No further medical evaluation or intervention was documented. At the time of reporting, the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).